Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it was not rigid after pumping. In addition, the corporal body suture ruptured, causing one of the cylinders to migrate outside the corpora. A surgical procedure was performed to remove and replace cylinders and pump. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it was not rigid after pumping. In addition, the corporal body suture ruptured, causing one of the cylinders to migrate outside the corpora. A surgical procedure was performed to remove and replace cylinders and pump. There were no patient complications reported.

Manufacturer narrative:
Correction to field h6: patient codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom and device migration are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.